Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastrectomy. According to the reporter: after no problem was confirmed in closing and opening the jaw with loading the sulu, the status indicator lamp was lighting. Even after the jaw was closed, it still remained to be lighting. The doctor confirmed it could not fire at all by pressing the green button and the blue button. When it was reset by pressing both of the blue button and the silver button, the problem of lighting conditions of status indicator lamp was solved and then found it could fire. Such a failure was duplicated during use of three cartridges among five ones that were used in this case: three of egia45avm and two of egia60amt. No further detailed info to specify which one was used at the time of failure is reported. All those three cartridges got articulated during firing automatically even when the blue articulation toggle had been manipulated by the user. Operating time extended: less than 30 min. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. No patient harm. The patient current status: good nothing of adverse event caused by extension of or time was reported.